Event description:
The customer reported that during an oophorectomy, the jaws of the device could not be re-opened while applied to tissue. It is unk how the device was removed from the tissue. There was no injury to the pt. The customer indicated that no further info was available regarding this incident.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.